Event description:
A 3 hole plate was used with a 4.0 fastener (length unknown) backed out a very small amount and has not been removed from the patient due to not causing any further risk or harm.

Manufacturer narrative:
Initial reporter updates, & report source update: this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.